Event description:
It was reported that this was a osteosynthesis performed on (B)(6), 2024. The surgery was completed successfully without any surgical delay. On (B)(6), 2026, a removal surgery was performed. During the surgery, a metallic fragment, considered to be part of a drill bit and separate from the screws, was identified and removed from the bone. The surgery was completed successfully. It has not been clearly confirmed whether a drill bit fragment was retained during the initial surgery. One plate, eight screws, and one drill bit were used for the initial surgery.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.